Event description:
The patient reported the following blood glucose and insulin treatment history: time: 2:16 am; bg (mg/dl): 280; bolus (u): 2.95; time: 8:01 am; bg (mg/dl): 550; bolus (u): 10.00; time: 10:38 am; bg (mg/dl): 525; bolus (u): 4.65; time: 12:37 pm; bg (mg/dl): 475; bolus (u): 5.40; time: 1:55 pm; bg (mg/dl): 523; bolus (u): 10.90; time: 4:46 pm; bg (mg/dl): 468; bolus (u): 10.25; time: 6:25 pm; bg (mg/dl): 427; bolus (u): 0.45. He was taken to the hospital by ambulance and admitted to hospital with bg of 550 mg/dl and large ketones. He was placed on an insulin drip.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)" and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."